Manufacturer narrative:
(B)(4). Anti-backup; indicator. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon functional testing, due the anti-backup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. These findings are not related to the event reported. No conclusion could be reached as to what may have caused the reported incident. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. There is no additional information available.